Manufacturer narrative:
The associated sureshot targeter was returned and evaluated. A visual inspection of the returned product indicated that the connector head is deformed, preventing the device to be able to plug into the port. Thus, a functional check could not be performed. Although our investigation could not confirm the stated failure, this failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. The device was manufactured in 2016. Our investigation including a review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that during surgery the targeter didn't work. Then it has been tested again and still cannot be used. Snn backup was available. No delay was recorded.